Event description:
Aaa repair was made using a main body graft and two leg grafts. The physician was hoping that the tfle-24-88 would seal. Over time there became an endoleak. The physician went in in 2007 and embolized the hypogastric then extended with another leg graft to the external. Everything looked fine.

Manufacturer narrative:
Evaluation: the long-term performance of endovascular graft has not yet been established. All patients should be advised that the endovascular treatment requires life-long, regular follow-up to assess their health, and the performance of their endovascular graft. Patients with specific clinical findings should receive enhanced follow-up. No product was returned to assist in this investigation. An internal review indicated that the event was caused by incorrect planning and sizing of the graft which led to the endoleak when anatomical changes occurred over time.